Manufacturer narrative:
A steris service technician was dispatched to the user facility to inspect the 16" century sterilizer. The technician identified that the water manifold assembly was not operating properly resulting in water leaking onto the floor. The technician inspected the water manifold assembly and determined the o-ring in the s-7 valve required adjustment. The technician rebuilt the s-7 valve in the water manifold assembly, ran a test cycle, and confirmed the unit to be operating per specifications. The sterilizer was manufactured in 1998. No additional issues have been reported.

Event description:
The user facility reported that the 16" century sterilizer was leaking water onto the floor. User facility personnel immediately cleaned up the water around the unit. No report of injury, procedure delays or cancellations.